Event description:
Caller reported damage to tandem wall adapter, rendering the charging supplies non-functional. There was no reported impact to the customer's blood glucose level. Technical support arranged to replace the damaged charging supplies and sent them via two-day shipping.